Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the physician determined that manipulation of the guide wire in the left ventricle caused the perforation and subsequent effusion. There is no allegation against the edwards device the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a small effusion was noted post valve deployment via echo. A pericardiocentesis was performed to remove the fluid in the pericardium. The physician decided to open the patient¿s chest, he determined the left ventricular apex was perforated while attempting to position the amplatz extra stiff wire in left ventricle. The patient was converted to bypass to fix the perforated apex, the ventricle repair was successful. The patient tolerated the procedure well. The left ventricular perforation was attributed to manipulation of the amplatz extra stiff wire in the left ventricle.

Manufacturer narrative:
In addition, the patient was reported as doing well following the tavr procedure.